Event description:
The spouse of a homechoice apd home pt (hp) reported that the hp had a stroke. F/u with the hp's healthcare professional (hcp) reveals the hp had a stroke in 2001. The hcp states that no device failure or malfunction had occurred and the hp's spouse does not attribute stroke to baxter products and does not relate stroke to peritoneal dialysis. The hcp does not know if stroke occurred before, during or after apd therapy using the homechoice cycler. According to the hcp, the hp was hospitalized in 2001 but was released a few days later and is recovering. The hcp has no further details regarding incident.